Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the hublocks will not catch and stop the chair from rolling forward.